Event description:
A report of difficulty charging was rec'd. It was determined that the pt's implant was tilted inside the pocket. The pt had a pocket revision and is reportedly doing well.

Manufacturer narrative:
This is the final report.